Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with an unspecified intraperitoneal antibiotic (dose, route, and frequency not reported) for the event. At the time of this report, the patient was still hospitalized, antibiotic treatment and dianeal therapy was still ongoing. Extraneal therapy was discontinued and the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Correction made to spelling of experienced corrected, and spelling of reporter city corrected. It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.